Event description:
It was reported that a patient using the controller with battery pack for pain stimulation experienced difficulty charging the implant, with the charging quality alternating between "excellent" and "try again." The patient received a "good then try again" message when attempting to charge, and the controller intermittently went blank during use. Additional issues included receiving a "stimulator is off b 1,2,3,4" screen that would not change, a "please wait" screen with an unresponsive white button, and a "looking for device" message followed by the controller screen going blank again. The patient reset the controller multiple times and attempted to unlock it, but the problems persisted. The controller was at 40% and the implant at 50% during troubleshooting. There were no damages observed on the recharger. A repair request was submitted to replace the controller. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.